Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: creases is observed. Stress marks are observed assessed as non-penetrating nick. One opening in posterior side assessed as fold flaw opening. Wear abrasion is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and "hole in radius".

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Physician reported right side reoperation without removal due to "lateral migration" and capsular contracture baker grade iii. Physician further reported baker grade IV via returned goods authorization form and "hole in radius edge" observed during surgery. The device has been explanted and replaced.

Event description:
Device has been explanted.